Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A possible root cause may be that excessive force may have been used while possibly trying to puncture the intended target site thus causing the needle to break or possibly the device may have been used I a torturous position. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot# c1354171 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use, instructs the user to visually inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Upon third pass, the needle broke off into the lung upon puncturing. They retrieved the needle from the patient.

Manufacturer narrative:
PMA/510(k) # k160229. (B)(4) exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Lab evaluation: 1 x echo-22-ebus-p-c from lot number c1354171was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the device was returned in its original packaging. A bloodied syringe was returned.there was no needle exposure upon return. The distal tip of the needle was broken at the notch. The stylet was able to be inserted and removed without any issue. The needle is able to advance and retract with ease. The customer complaint was confirmed as the needle was broken and this was verified in the lab. A possible root cause may be that the device hit a tracheal ring and excessive force may have been used to pass through the device , this in turn caused the needle to break. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot# c1354171 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use, ifu0110-5, instructs the user to visually inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as the device was returned and evaluated. Upon third pass, the needle broke off into the lung upon puncturing. They retrieved the needle from the patient.